Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Device lot number is not available. Device manufacture date is dependent upon device lot number, thus it is unavailable. Part has not been received for evaluation.

Event description:
A site representative reported that there was damage to a spine clamp. It was reported that the heads of the screws on the clamp were stripped and would not engage with the driver. Information regarding how this damage occurred is unavailable. No patient was present when this was discovered, and no additional details were provided.

Manufacturer narrative:
Investigation of returned suspect large suretrak clamp finds that the returned clamp was found to be in good working condition with the exception of the adjustment screw head which has some slight rounding out causing issues with setting the clamp. The reported issue was confirmed to caused by physical damage to the screw head. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.